Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an unspecified vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced to dilate the lesion. The balloon ruptured at 18 atms. The device was completely removed from patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.